Event description:
In (B)(6) 2013, I had essure placed. Doctor had a hard time getting coil placed in left tube. After an hour of pain, the procedure was done. I went in a week later for an xray to make sure coil was still in place. In (B)(6), I went back for the dye test and everything was plugged. Since now getting my period in may, I have begun to suffer with migraines from hell, low back pain almost like labor, blurry vision, nausea, cramping, clotting, no sex drive, pain during sex, pain up my back neck pain, odor and discharge, hair growth boils and always very tired.